Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 03/10/2020: 1. Section b. Box 5. Describe event or problem the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communication artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician experienced difficulty advancing a smart coil through its introducer sheath. It is unknown how the procedure was completed. There was no adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). It was reported that during the procedure, the physician had difficulty advancing the smart coil. There was no adverse effect to the patient.